Event description:
The patient reported dissatisfaction regarding the omnipod algorithm, reported allergic reaction to the pod adhesive, cannula dislodges, insulin leakage, and scarring. No impact on blood glucose or medical diagnosis or treatment was reported. The patient declined to provide further information and has since stopped using the omnipod product. This event is being reported due to the formation of scar tissue attributed to pod use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.3 cgm sensor type:not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.